Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences when blood glucose was not low. Customer states sensor glucose was 84 mg/dl and blood glucose was 238 mg/dl. The customer stated that the pump read low blood glucose readings when it was not low. The customer was advised that sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body.